Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g2, adding other and panama. Information was inadvertently not included on the initial medwatch. Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was peeling off of the coating on the insertion section and parts fell off from the distal end. Additionally, there was corrosion on the video cable connector, folds and lesions in the insertion tube, cuts in the angulation rubber, deformation in the mesh of the angulation section, c-cover (plastic distal end cover) was broken, a defective light guide, and angulation was out of range; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling off coating on the insertion section occurred due to application of stress. The user reported that the patient had an involuntary reaction and bit down on the subject device while the doctor was withdrawing the device. It is likely that the parts falling off from the distal end occurred due to the patient biting the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): detection method is described in 3.3.2 in operation manual. Preventive measure is described in warnings and cautions and 1.1.4, 2.2.1, and 5 in reprocessing manual. Preventive measure is described in 4.4.1 in operation manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was corrosion on the video cable connector, folds and lesions in the insertion tube, cuts in the angulation rubber, deformation in the mesh of the angulation section, the cover was broken, there was a defective light guide, and the angulation was out of range. The reported problem was found during an unspecified procedure. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of peeling off the coating / marking disappearance on the insertion section and parts fall off from the distal end.

Manufacturer narrative:
The device has not yet been returned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.